Event description:
The customer requested a power pca part number due to low voltage. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.